Manufacturer narrative:
Age at time of event 18 years or older. Device is combination product. Device evaluated by MFR.: promus element,mr,ous 3.50x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal end of the stent was damaged with stent struts lifted from the stent profile. The undamaged crimped stent outer diameter within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The target lesion was located in a coronary artery. A 3.50x32mm promus element drug eluting stent was introduced but it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in a coronary artery. A 3.50x32mm promus element drug eluting stent was introduced but it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported.